Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation. It was noted that the balloon ruptured at 6atm within 10 seconds. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 8mm in length and extended from a position 1mm proximal of the proximal markerband to 4mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades of the device. A visual and tactile examination found no kinks or damage to the hypotube of the device. Both markerbands were undamaged and present on the hypotube of the device. No other issues were identified during the product analysis.